Event description:
The user experienced an on-going issue with creatinine plus generation 2 (creatinine) results for an unknown number of patient samples. When the user observed high creatinine values, they repeated the samples and received results more than 30% lower than the original result. Data was provided for only three patient samples with results in umol/l. Patient sample 1 initial result was 132.137 and the repeat result was 92.450. On (B)(6) 2011, patient sample 2 initial result was 101.680 and the repeat result was 67.366. On (B)(6) 2011, patient sample 3 initial result was 99.715 and the repeat result was 50.447. It is not known if the initial results were reported outside the laboratory. No adverse events have been alleged regarding the discrepancies. The creatinine reagent lot number was 647128 with an expiration date of 01/18/2012.

Manufacturer narrative:
A specific root cause could not be identified. A roche representative performed maintenance on the analyzer. He checked and cleaned the dosage syringes, changed the o-rings, and changed the probes. After these actions were performed, check results were within range and the issue did not recur.

Manufacturer narrative:
This event occurred in (B)(6).